Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff reported that the prograsp forceps instrument would not regrasp the pulmonary vein, which caused major bleeding. The surgeon made the decision to convert the procedure to traditional open surgical techniques to complete the procedure.

Manufacturer narrative:
Complaint of instrument not grasping was not confirmed. Instrument placed on system and driven. Recognition and engagement passed. Instrument moved intuitively with full range of motion in all directions. Grips opened and closed properly. Instrument was placed on ipt for testing and failed offset test. System logs for the da vinci si system were also reviewed and showed no errors occured during the surgery. Multiple attempts for additional information from the account were made. To date, no further information has been received. A follow-up medwatch report will be submitted if additional information is received.